Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01531. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 10 months. A direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Not returned.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to emergency room on (B)(6) 2018 with complaints of 2 days of black tarry stools and weakness. On (B)(6) 2018, hemoglobin (hgb) was 7.1 mg/dl and pt/inr was 21.9/2.2 seconds. Coumadin and asa discontinued on admission. Patient was transfused with 3 units packed red blood cells (prbc) within the first 24 hours. On (B)(6) 2018, esophagogastroduodenoscopy (egd) revealed hemorrhagic gastritis and gastric avm overlying folds that were oozing. These were cauterized with argon plasma coagulation (apc). On (B)(6) 2018, hgb continued to drop and the patient was given 1 unit of prbc and octreotide. On (B)(6) 2018, egd revealed a little oozing of blood at the previously cauterized area that was successfully cauterized. On (B)(6) 2018, the patient was restarted coumadin on and received one unit of blood. Octreotide discontinued and the patient was discharged on (B)(6) 2018. No additional information was provided.